Event description:
During a fundoplication procedure, there was an error code 3. There was no reported pt consequence.

Manufacturer narrative:
H6:code 400=torn isolator. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process.